Event description:
It was reported that the system can not exposure when booted up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. No further repair info is available. The system operates as intended.